Manufacturer narrative:
The technician replaced the mattress topper foam, fire barrier, sheer liner, head cushion, and the percussion vibration cushion to resolve the issue.

Event description:
Technician alleged that the mattress was worn and there was fluid ingress. No pt impact.